Event description:
It was reported that the surgeon inserted a micl12.6 implantable collamer lens and was unable to get the lens to unfold in the pt's eye. The lens was removed and the same model lens was implanted without any pt injury. The reporter stated, the incident was due to a loading error.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that there was a clear surgical residue on the lens but not visible damage was observed.